Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was dislodged due to twiddler's syndrome. Patient was stable before and after the procedure.